Event description:
It has been reported to philips that the device was unable to produce x-rays. The issue was found during clinical use, which resulted in a delay to the examination. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned though it got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Analysis of the log file showed that the network connection was lost. During troubleshooting, the fse identified that the ethernet switch (hub) in the r cabinet was defective. The fse replaced the ethernet switch. After replacement of the ethernet switch, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that there was no malfunction. The codes were updated based on the investigation outcome.